Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1335002) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be determined. However, it was reported that "the arterial access was noted to be at the ostium of the iea (inferior epigastric artery) when the femoral angiogram was taken. The stick location was high." It should be noted that the instructions for use (IFU) warnings section indicates the following: "do not use the mynxgrip vascular closure device if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma/bleed. Perform a femoral angiogram to verify the location of the puncture site."

Event description:
It was reported that a male patient underwent a percutaneous coronary intervention of the mid rca (right coronary artery) on (B)(6) 2014. At the completion of the case a femoral angiogram was taken and the physician elected to close the access site with a mynxgrip (6f/7f) vascular closure device. The patient received heparin and integrilin (double bolus at 11.3mcg/kg & infusion 20mcg/kg). The arterial access was noted to be at the ostium of the iea (inferior epigastric artery) when the femoral angiogram was taken. The stick location was high. The vessel size was noted to be 7+ mm. Deployment steps were completed per the IFU and the rn who was scrubbed in held firm flat pressure for 3 minutes post device removal. Hemostasis was achieved. The patient was transferred from the procedure table to the stretcher and then transported to recovery. Approximately 40 minutes after the patient was transferred the physician was overhead paged to the recovery unit. The patient was experiencing back pain and his bp dropped significantly. Manual compression was held, fluid bolus was given, and the patient was taken to get a CT scan of the abdomen. An rp (retroperitoneal) bleed was confirmed with the CT scan. A femostop was placed after the patient returned to the recovery unit from the CT scan. The patient was hospitalized for reasons unrelated to mynx device/ procedure.